Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested assistance adjusting the pump settings. Reportedly, duplicate settings had been programmed into the pump. Tandem technical support guided the customer through adjusting the pump settings. Customer's blood glucose level was 160 mg/dl.